Event description:
The surgeon implanted an icm115v4 implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2012 due to elevated iop associated with excessive vault. Blurred vision, glare/halos and significant reduction of irido-corneal angles were noted. The lens was not replaced.

Manufacturer narrative:
Patient (B)(4) - surgical procedure, secondary, (B)(4) - intraocular pressure rise, (iopr), (B)(4) - halo/glare, (B)(4) - vision, blurring of. Device (B)(4) - explanted, (B)(4) - lens, vaulting, excessive. (B)(4).